Event description:
Crna certified registered nurse anesthetist was attempting to insert epidural catheter and met resistance. Crna was attempting to withdraw catheter when 4.5-5 cm tip broke off the end of the catheter. It is believed to have been retained.======================health professional's impression======================catheter end "appears" to have sheared off.